Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that these types of events can occur: ¿material sensitivity reactions,¿ ¿inadequate range of motion,¿ and ¿early or late postoperative infection and allergic reaction.¿ this report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 8 of 11 mdrs filed for the same event (reference 1825034-2013-01083/01085, 05052, 05054, 05078/05080 and 05083/05085 ).

Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2002. Subsequently, legal counsel for patient reports patient was revised on (B)(6) 2003 due to unknown reasons. The cup, polyethylene liner and modular head were removed and replaced with metal-on-metal system. Legal counsel for patient further alleges patient underwent two revision procedures due to patient allegations of pain, tissue damage, inflammation, bone loss, necrosis and loss of mobility. Additional information received along with a review of the invoice histories confirmed hip procedures took place on (B)(6) 2009 and (B)(6) 2011. All components were removed and replaced on each date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The product associated with this MDR report was not implanted in this patient and was reported in error. This MDR is considered closed.